Event description:
Reported due to cerebrovascular accident (cva). The physician successfully placed a tapered xact stent in the right internal carotid artery (ica) after deployment of a 6.0 mm emboshield and dilatation of the artery using a maverick balloon. The target lesion was described as being 20 mm in length and calcified. Post dilatation was done using an avr balloon. This procedure reduced the stenosis from 80% to 5%. Five minutes post-procedure pt presented with aphasia and weakness of the right upper extremity. Angiogram showed a new deficit in the distal portion of the left middle cerebral artery (mca). The pt was sedated, then intubated, and revascularization of the left mca was done by use of percutaneous transluminal angioplasty and reopro for thrombolysis, improving the flow in the mca. CT scans post procedure showed presence of either blood or contrast material in the left sylvian fissure. Pt's mental status intermittently decreased during hospitalization and she continued to have scattered cvas. By discharge there was minimal right upper extremity weakness and very slight aphasia. The pt was discharged home on 2/9/05.